Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient remained intubated post implant and was found to have an empyema on computerized tomography (CT) scan. Patient went to the operating room (or) for drainage and was found to have a bronchopleural fistula and pulmonary artery bleed. Patient was packed and went back to the cardiac intensive care unit (cicu). Medical team discussed placing patient on venous venous (vv) extracorporeal membrane oxygenation (ECMO), however, the family declined. Family withdrew care. Lvad was stopped and patient passed away on (B)(6) 2020. There was no autopsy and no equipment will be returned. The lvad was working as intended.